Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient notifier for high, out of range high voltage lead impedance was observed. The patient refused home monitoring thus will do clinic follow-up regularly. The patient was stable.